Event description:
Frequent failure of insulin pump pod device. Device will "pod error" out of the box during priming process greater than 50% of the time. Diagnosis or reason for use: type 1 diabetes.